Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman flx pro delivery system, inside a watchman fxd curve access system, with blood in the device. There was no implant returned. Inspection of the device found the deployment knob was bent. Microscope inspection found tip damage as the tip was flattened, and there were abrasions within the sheath tip. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no implant returned.

Event description:
It was reported that the device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. The physician positioned the watchman fxd curve access system (was) in the laa of the patient and then inserted a 24mm watchman flx pro laa closure device & delivery system (wds). The closure device was deployed two (2) times in the patient and remained under compressed. The closure device was recaptured and the wds was removed from the patient. A new 27mm watchman flx pro was then selected to be used. The wds was inserted into the was and the procedure was continued. The wds was positioned in the patient and the closure device was deployed in the laa. Immediately upon, deployment the closure device detached from the core wire of the wds. The closure device was checked for the remaining release criteria. After evaluation of the closure device, it was decided that the device was in an acceptable position and the procedure was ended successfully with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. The physician positioned the watchman fxd curve access system (was) in the laa of the patient and then inserted a 24mm watchman flx pro laa closure device and delivery system (wds). The closure device was deployed two (2) times in the patient and remained under compressed. The closure device was recaptured and the wds was removed from the patient. A new 27mm watchman flx pro was then selected to be used. The wds was inserted into the was and the procedure was continued. The wds was positioned in the patient and the closure device was deployed in the laa. Immediately upon, deployment the closure device detached from the core wire of the wds. The closure device was checked for the remaining release criteria. After evaluation of the closure device, it was decided that the device was in an acceptable position and the procedure was ended successfully with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.